Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), scleroderma ('scleroderma'), autoimmune disorder ('allergy testing confirmed a 4+ allergy to nickel...developed autoimmune response') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimitos') in an adult female patient who had essure (batch no. A69941, 959220/ b69460, a96175) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included obesity, cervical dysplasia, gallbladder disease, gastritis, vasculitis, multigravida, cervicitis, dysplasia, vomiting, swelling abdomen, shortness of breath, asthma, cough, facial swelling, chest tightness, malaise, dyspnea, systemic sclerosis, arthritis, gout, penicillin allergy and parakeratosis. Previously administered products included for an unreported indication: zofran, acetaminophen, motrin and ativan. Concomitant products included ibuprofen, levothyroxine sodium (synthroid), loratadine, pseudoephedrine sulfate (claritin-d allergy) and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), scleroderma (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: metals/ nickel allergy"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), hypothyroidism ("hypothyroidism") and musculoskeletal discomfort ("multiple joint discomforts") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), tooth disorder ("dental problems"), pain in extremity ("feet pain") and back pain ("lower back pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, autoimmune thyroiditis, vaginal haemorrhage, menorrhagia, allergy to metals, depression, urticaria, migraine, bladder disorder, urinary tract disorder, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, hypothyroidism and musculoskeletal discomfort outcome was unknown and the headache, pain in extremity and back pain had resolved. The reporter considered allergy to metals, alopecia, autoimmune disorder, autoimmune thyroiditis, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypothyroidism, menorrhagia, migraine, musculoskeletal discomfort, nausea, pain in extremity, pelvic pain, scleroderma, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left essure coil expiration date was (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Allergy test - on an unknown date: positive (allergy to nickel and developed autoimmune response.). Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter and patient demographics, medical history, historical drugs, laboratory data and were added. Suspect drug indication added. Added events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metals/ nickel allergy, psychological or psychiatric problems condition: depression, autoimmune disorder type of disorder: hashimotos, rashes or skin conditions type: hives, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, hypothyroidism, multiple joint discomforts, scleroderma, feet pain, lower back pain and patient did not performed essure confirmation test. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), scleroderma ('scleroderma'), autoimmune disorder ('allergy testing confirmed a 4+ allergy to nickel...developed autoimmune response') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimitos') in an adult female patient who had essure (batch no. A69941, 959220/ b69460, a96175-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included obesity, cervical dysplasia, gallbladder disease, gastritis, vasculitis, multigravida, cervicitis, dysplasia, vomiting, swelling abdomen, shortness of breath, asthma, cough, facial swelling, chest tightness, malaise, dyspnea, systemic sclerosis, arthritis, gout, penicillin allergy and parakeratosis. Previously administered products included for an unreported indication: zofran, acetaminophen, motrin and ativan. Concomitant products included ibuprofen, levothyroxine sodium (synthroid), loratadine, pseudoephedrine sulfate (claritin-d allergy) and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), scleroderma (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: metals/ nickel allergy"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), hypothyroidism ("hypothyroidism") and musculoskeletal discomfort ("multiple joint discomforts") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), tooth disorder ("dental problems"), pain in extremity ("feet pain") and back pain ("lower back pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, autoimmune thyroiditis, vaginal haemorrhage, menorrhagia, allergy to metals, depression, urticaria, migraine, bladder disorder, urinary tract disorder, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, hypothyroidism and musculoskeletal discomfort outcome was unknown and the headache, pain in extremity and back pain had resolved. The reporter considered allergy to metals, alopecia, autoimmune disorder, autoimmune thyroiditis, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypothyroidism, menorrhagia, migraine, musculoskeletal discomfort, nausea, pain in extremity, pelvic pain, scleroderma, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left essure coil expiration date was (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Allergy test - on an unknown date: positive (allergy to nickel and developed autoimmune response.). Lot numbers b69460 and a96175 are invalid. Lot number: 959220 manufacture date: 2012-04 expiration date: 2015-04 lot number: a69941 manufacture date: 2012-11 expiration date: 2015-11 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), scleroderma ('scleroderma'), autoimmune disorder ('allergy testing confirmed a 4+ allergy to nickel...developed autoimmune response') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimitos') in an adult female patient who had essure (batch no. A69941 959220) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included obesity, cervical dysplasia, gallbladder disease, gastritis, vasculitis, multigravida, cervicitis, dysplasia, vomiting, swelling abdomen, shortness of breath, asthma, cough, facial swelling, chest tightness, malaise, dyspnea, systemic sclerosis, arthritis, gout, penicillin allergy and parakeratosis. Previously administered products included for an unreported indication: zofran, acetaminophen, motrin and ativan. Concomitant products included ibuprofen, levothyroxine sodium (synthroid), loratadine, pseudoephedrine sulfate (claritin-d allergy) and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), scleroderma (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: metals/ nickel allergy"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), hypothyroidism ("hypothyroidism") and musculoskeletal discomfort ("multiple joint discomforts") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), tooth disorder ("dental problems"), pain in extremity ("feet pain"), back pain ("lower back pain"), oedema ("severe edema"), coccydynia ("tailbone pain"), cardiac disorder ("heart failing apart") and plantar fasciitis ("plantar fascitis"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, autoimmune thyroiditis, vaginal haemorrhage, menorrhagia, allergy to metals, depression, urticaria, migraine, bladder disorder, urinary tract disorder, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, hypothyroidism, musculoskeletal discomfort, oedema, coccydynia, cardiac disorder and plantar fasciitis outcome was unknown and the headache, pain in extremity and back pain had resolved. The reporter considered allergy to metals, alopecia, autoimmune disorder, autoimmune thyroiditis, back pain, bladder disorder, cardiac disorder, coccydynia, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypothyroidism, menorrhagia, migraine, musculoskeletal discomfort, nausea, oedema, pain in extremity, pelvic pain, plantar fasciitis, scleroderma, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left essure coil expiration date was (B)(6)2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Allergy test - on an unknown date: positive (allergy to nickel and developed autoimmune response.). Lot numbers b69460 and a96175 are not valid. Lot number: 959220 manufacture date: 2012-04 expiration date: 2015-04. Lot number: a69941 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: social media content received: event severe edema, tailbone pain, heart failing apart, plantar fascitis added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), scleroderma ('scleroderma'), autoimmune disorder ('allergy testing confirmed a 4+ allergy to nickel...developed autoimmune response') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimitos') in an adult female patient who had essure (batch no. 959220, a69941) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included obesity, cervical dysplasia, gallbladder disease, gastritis, vasculitis, multigravida, cervicitis, dysplasia, vomiting, swelling abdomen, shortness of breath, asthma, cough, facial swelling, chest tightness, malaise, dyspnea, systemic sclerosis, arthritis, gout, penicillin allergy and parakeratosis. Previously administered products included for an unreported indication: zofran, acetaminophen, motrin and ativan. Concomitant products included ibuprofen, levothyroxine sodium (synthroid), loratadine, pseudoephedrine sulfate (claritin-d allergy) and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), scleroderma (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: metals/ nickel allergy"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), hypothyroidism ("hypothyroidism") and musculoskeletal discomfort ("multiple joint discomforts") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), tooth disorder ("dental problems"), pain in extremity ("feet pain"), back pain ("lower back pain"), oedema ("severe edema"), coccydynia ("tailbone pain"), cardiac disorder ("heart failing apart") and plantar fasciitis ("plantar fascitis"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, scleroderma, autoimmune disorder, autoimmune thyroiditis, vaginal haemorrhage, menorrhagia, allergy to metals, depression, urticaria, migraine, bladder disorder, urinary tract disorder, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, hypothyroidism, musculoskeletal discomfort, oedema, coccydynia, cardiac disorder and plantar fasciitis outcome was unknown and the headache, pain in extremity and back pain had resolved. The reporter considered allergy to metals, alopecia, autoimmune disorder, autoimmune thyroiditis, back pain, bladder disorder, cardiac disorder, coccydynia, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypothyroidism, menorrhagia, migraine, musculoskeletal discomfort, nausea, oedema, pain in extremity, pelvic pain, plantar fasciitis, scleroderma, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left essure coil expiration date was (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Allergy test - on an unknown date: positive (allergy to nickel and developed autoimmune response.). Lot numbers b69460 and a96175 are not valid. Lot number: 959220, manufacture date: 2012-04, expiration date: 2015-04 . Lot number: a69941, manufacture date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.